Manufacturer narrative:
Controls run before and after the event were within the established ranges. Investigation is ongoing and a filed service engineer (fse) is monitoring the instrument. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high aspartate aminotransferase (ast) results generated by the unicel dxc 600 pro synchron clinical systems. The original result obtained was 101 iu/l. An automatic critical rerun gave a result of 49 iu/l. Upon repeat the result obtained was 49 iu/l. The erroneous result was not reported outside of the lab. There was no affect to the patient or user associated with this event.